Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test and unable to prime during the priming test due to faulty force sensor resistor. The motor passed the motor test. The insulin pump had a button error alarm due to corroded keypad traces. The device was received with cracked battery tube threads, cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call keypad anomaly, motor error alarm, prime anomaly and cosmetic damage on the insulin pump. Customer's blood glucose level was 6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.